Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 5618000 port & catheter was allegedly unable to be aspirate. This report was received from a single source. Of the one event, one did involve a patient with no reported patient injury. The patient is (B)(6) years of age, the gender is female, and the weight is (B)(6) lbs.